Event description:
It was reported that our mattress caused the pt to slide down in the bed and for their feet to be unsafely pressed on the foot board, it is alleged that the customer has seen heel breakdown because of this problem.

Manufacturer narrative:
Result: mattress.